Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned 6 loose syringes with 0.5ml graduation markings and a full pouch of 10 0.5ml, 31 gauge, 8mm syringes from lot 9280126. The first syringe inspected was labeled as having separated but was returned fully intact. A needle shield pull force test was performed on the syringe. The needle shield required 3.23 lbs of force to be removed. Removing the needle shields found that the hub was properly attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrel could not be replicated or confirmed for this sample. The second syringe inspected was labeled as having damaged and illegible graduation markings. A visual inspection found that the barrel of the syringe has a number of rough, faint graduation markings and associated numbers. These markings would be difficult to read and discern during use. The third syringe inspected was labeled as having a blunt needle tip. The needle was inspected to ensure that using the syringe was as least harmful as intended. The outer diameters of the needle was measure at 0.0104 in, which is within acceptable outer diameters for 31 gauge needles (0.0100 in to 0.0105 in). The integrity of the needle point was inspected. Some burring was found at the distal tip which could be related to the reported discomfort. Lastly, flour was applied to the needle¿s cannula to ensure that lubricant was present. Sufficient lubricant was found on the sample. The bluntness appears to be tied to a burr at the distal tip of the needle that may have occurred during use. The fourth syringe inspected was labeled as having a damaged shield. The shield of the syringe is crushed and slightly warped towards the middle of the length of the shield and the damage has resulted in it splitting open at one point. The pouch returned has had its seal torn. However, the tear has not resulted in the pouch opening normally. Instead, the perforated line still seems to be stuck together at one end, while some of the plastic is bunched together at the other. Base on the irregular tear along the perforation, this may have happened prior to patient use. The two remaining syringes returned were found to have issues unrelated to those reported in this complaint. A new complaint has been opened in order to investigate these particular issues. A review of the device history record was completed for batch# 9280126. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of illegible markings, pouch seal being opened, shield damage, needle missing from the syringe and blunt needle. The root cause of the burring to the tip may be wear from usage or unintentional contact with other surfaces. Blank barrels sit on spindle cups when transferring through the print carousel. Ink build up was found on a spindle causing the ¿thin¿ lines. The root cause for the needle missing cannot be determined at this time as the issue is unconfirmed. The air jet on the back side of the indexer was turned up applying additional air to the bottom of the syringe forcing the syringe to enter the index dial at an angle. Air is used to transfer the syringes into the index dial. The index dial then transfer the syringes into a tube to be packaged. If the syringe is not in a horizonal position prior to entering the index dial, it can get ¿jammed¿ in the dial and damage the syringe. Root cause for pouch seal being open cannot be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 8mm 90 bx 450 mo had scale marking issues. The following information was provided by the initial reporter: material no: 328290 batch no: 9280126. It was reported that the needle was missing when the shield was removed and the numbers on the barrel are not readable because they are scratched off. Also, the consumer could not puncture the injection site and the needle shield was damaged. Also, the bag inside of the box was opened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 8mm 90 bx 450 mo had scale marking issues. The following information was provided by the initial reporter: material no: 328290 batch no: 9280126 it was reported that the needle was missing when the shield was removed and the numbers on the barrel are not readable because they are scratched off. Also, the consumer could not puncture the injection site and the needle shield was damaged. Also, the bag inside of the box was opened.